Event description:
The patient was to receive an infusion and the device, reportedly, delivered the solution slower than programmed. The nurse noted that the bag was nearly full when there should have been 100 ml remaining. No specifics on volume, rate, or drug being delivered were reported. No patient injury occurred.